Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2205, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and mild to moderate mitral stenosis. Prior to procedure, the patient was presented with fatigue and exertional shortness of breath, although she denies angina or dizziness. The patient had an extensive left ventricular outflow tract (lvot) calcification. During the preparation, it was noted that the retainer tabs were unable to be seated properly then it was removed and reloaded. This time the retainer tabs were able to be seated into the retainer receptacles however there was more tension on the ds, and the valve would not be able to recapture into the valve capsule. A new 23mm, navitor vision valve was then selected for loading with the same flexnav ds. Right femoral artery was selected as the access site. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 15ml, non-abbott balloon. During the procedure, the valve was able to be implanted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 18ml, non-abbott balloon. The patient remained in a junctional rhythm and pacing dependent. The pacing wire was placed inside for a permanent pacemaker implantation (ppm) insertion at a later stage that day if her rhythm had not restored. Around 30 minutes later, while the patient was waiting for transfer to recovery then suddenly deteriorated with loss of consciousness and cardiac arrest (pulseless electrical activity). Echocardiogram (echo) showed poor left ventricle function and no tamponade and the tavi prosthesis still in place. The patient also had a low cardiac output then a cardiopulmonary resuscitation (CPR) was performed for 30-40 minutes. Despite attempting for more than 25 cardioversion shocks, no cardiac activity could be restored, and the resuscitation was ceased any further due to the futility. The patient was pronounced to be deceased.

Manufacturer narrative:
An event of shock, arrhythmia, fainting, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Furthermore, this complaint was reviewed by medical affairs. The reviewer stated that, "narrative reviewed. No imaging is available. No additional procedural complications were reported, and the valve was implanted in an appropriate position. The cause of death remains unclear, and the clinical team is awaiting autopsy results. There is no indication of navitor device malfunction, and this appears more likely a procedural related mortality. Should additional information and/or imaging become available, an addendum will be added to this review." The unexpected medical intervention of CPR and temporary pacemaker were due to case specific circumstances as CPR was provided to the patient, and temporary pacemaker was needed to restore the patient's rhythm. The cause of the reported shock, fainting, and cardiac arrest could not be conclusively determined. It is possible related to patient comorbidities; however, this cannot be confirmed. Based on the information received, and the medical review the cause of the reported death appears to be related to procedural conditions. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2205, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis, mild to moderate mitral stenosis and a first-degree atrioventricular (av) block with prolonged interval. Prior to procedure, the patient was presented with fatigue and exertional shortness of breath, although she denies angina or dizziness. Baseline rhythm demonstrated a first-degree av block with prolonged interval. The patient was noted to have extensive calcification of the left ventricular outflow tract (lvot), with calcific extension beneath the aortic annular plane into the interventricular septum. During the preparation, it was noted that the retainer tabs were unable to be seated properly then it was removed and reloaded. The valve was reloaded and this time the retainer tabs were able to be seated into the retainer receptacles however there was more tension on the ds, and the valve would not be able to recapture into the valve capsule. A new 23mm, navitor vision valve was then selected for loading with the same flexnav ds. Right femoral artery was selected as the access site. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 15mm non-abbott balloon. The patient was noted to have a junctional rhythm. During the procedure, the valve was able to be implanted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 18mm non-abbott balloon. The patient remained in a junctional rhythm and pacing dependent. A decision was made to keep the temporary pacing wire in place in case a permanent pacemaker implantation (ppm) insertion was needed, if the patient's rhythm had not restored. While the patient was waiting for transfer to recovery then suddenly deteriorated with loss of consciousness and cardiac arrest (pulseless electrical activity). This occurred around 30 minutes after the valve was deployed. Echocardiogram (echo) showed poor left ventricle function, no tamponade and the navitor valve was still in place. Cardiopulmonary resuscitation (CPR) was performed for 30-40 minutes with worsening ECG, and no improvement in function. Despite attempting for more than 25 cardioversion shocks, no cardiac activity could be restored, and the resuscitation was ceased any further due to the futility. The patient was pronounced to be deceased and the cause was unknown.